Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the battery charge light emitting diode (led) was not illuminated on the centrifugal system when plugged into outlet. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
This complaint was confirmed by the field service representative (fsr). The fsr replaced a blown fuse at the a/c input module. With the fuse replaced and preventative maintenance completed, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.